Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received for the consumer regarding an implantable neurostimulator (ins). It was reported that the device had been finicky from day one and they didn't provide a clear explanation about what was finicky. The patient wasn't sure if it was the recharger or the controller, but they had difficulty connecting when charging as it depended on I the controller was too close or too tight against their skin. It would fluctuate, the charger would stop charging on its own, and it would go off by itself without moving. The recharger was stuck in passive recharge mode, stuck on 100's, and was getting no device found with and without the recharger. They were unable to pull up the menu's on the controller. No symptoms were reported. No further complications were reported or anticipated. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins. The patient reported that they were getting no device found and felling no stimulation. The patient had gone through physician reset mode prm a few cycles, but was not able to go back to the normal charging screen. All 3 numbers stayed at 100. It was reported that after running through the passive charging sessions several times the patient tried to unpair the controller and then pair the controller to the ins again. When attempting to pair the controller there was a ¿no device found¿ message. Attempted disable the device and that did not resolve the issue. The patient started another passive charging session and during that session the controller connected to the ins for normal charging and the issue was resolved. While at the clinic, a pmr was performed as directed but got a ¿no device found¿ message. Technical services ts reviewed al locate numbers with patient and advised to reposition until more adequate numbers were reached. The al readings were as follows: 9x-9x-9x patient states when she did 4-5 on her own all the numbers were in the 90's, 32-34-90 average of what caller was seeing before calling in 27-72-91;27-77-91 final positioning. It was reported that battery pack was reseated and attempted to have them pair with ins (which resulted in "no device found") and when they hit "recharge" to attempt to go into passive recharge cycle, controller went right back to "no device found". Tss reviewed that controller should be allowing patient to go into passive recharge cycles and that is likely what the ins needs in order to start charging normally again and connect to controller. The patient reported that they received replacement controller and rtm, but they were still not able to connect to ins. The patient reported that were not able to set controller up, keeps getting ¿no device found¿. The patient reported that they pressed set up for implant, but then it tells them to plug in rtm (it skipped the steps between these steps). The patient presses "recharge" on no device found screen, but controller does not enter prm, it goes back to no device found. The patient was redirected to follow up hcp to check ins since the just got replacement device.